Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the valve of the device broke and fell into the cavity of the patient. The device component was recovered after the device was changed. There was no patient injury.